Event description:
The patient ((B)(6)) received an scs system including an ipg. It was reported the ipg was explanted and replaced because it was allegedly not able to hold a charge. The patient was reportedly charging four times per day for minimal device usage capabilities. No additional information is available. The explanted ipg was returned to ans for evaluation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Bench testing of the ipg using the last used program parameters onto the blue screen utility indicates normal discharge and recharge times. The ipg passes the auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.